Event description:
Total hip arthroplasty was performed on 09/25/1996. Revision surgery was performed on 05/18/1998, due to fracture at the distal extreme of the hip stem component.

Manufacturer narrative:
A medwatch report was sent for this event on 06/19/1998. At the time the user facility has not sent a medwatch report to biomet. A medwatch report was received from cdrh on 07/06/1998.